Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system is auto reducing and has high impedances. Surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information was received that the patient had a consultation with the physician, and it was confirmed that the lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 correction: the reporter's name was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.